Event description:
Attempts were made to access the patient's left femoral artery via antegrade approach. Due to the patient's anatomy and highly calcified arteries the access was unsuccessful. The physician then accessed the patients popliteal artery via retrograde approach using a 5f micropuncture sheath. The micropuncture sheath was then exchanged for a 6f 4cm sheath. A 260cm stiff, angled guidewire was then advanced to the aorta. Angios were taken. The patients sfa and popliteal were noted to be heavily calcified and diffuse. A 6mm x 200mm x 135cm evercross was advanced to the proximal sfa. The balloon was inflated to 8atm's for 2.5 minutes. The evercross was then pulled back into the mid-sfa and was inflated to 8 atms for 34 seconds. During this inflation it was noted that the balloon ruptured. The physician pulled the balloon back and felt resistance. At this point the balloon was visible along with the proximal and distal marker bands. Another attempt was made to remove the balloon off the wire. There was still resistance felt and the physician proceeded to remove the balloon and wire together. When the balloon came out of the sheath it was peeled back on the balloon catheter. A fluoro image was taken and the proximal marker band of the balloon was seen in the distal sfa. The sheath was removed from the popliteal and the physician decided to proceed with a femoral cutdown and popliteal cutdown. The patient was intubated. An endarterectomy was performed at the level of the left common femoral/profunda and the above the knee popliteal. The remaining part of the balloon was removed. The piece was removed as a whole and was crumbled into one small unit. Both sites were sealed with a bovine patch. The physician then proceeded the case as a hybrid procedure and inserted a 6fr sheath and glidewire into the femoral artery via antegrade access. Pta and stenting of the sfa was performed successfully. Two stents were deployed in the sfa. An additional pta balloon was used to post-dilate the stents. The balloon was taken up to 8atms during multiple inflations to adequately post-dilate the deployed stents. An angio was taken were the sfa was patent. Subsequently an angio of the popliteal and tibials was taken. A dense area at the level of the mid posterior tibial was noted. There was a waist at the distal portion of the distally deployed stent which was causing some difficulty to wire down to the pt. A 6mm x 40mm balloon was used to dilate the distal stent. A glidewire was then advanced with a catheter to the pt. A repeat selective angio was taken of the tibials and it was suspected that the density was thrombus. A glidewire was advanced to the distal pt. The catheter was advanced and 6mg of tpa were administered. After 15 minutes a repeat angio was taken some improvement was noted. A catheter was advanced more distal into the pt and 6mg of tpa was repeated for an additional 15 minutes. Post the tpa an angio was taken and much improvement was noted. The pt filled nicely, well into the plantar arch. A very focal area of emboli remained in the distal pt. The physician decided not to treat this patient any further for this endovascularly. The catheter, wire and sheath were removed from the patient. The incisions were closed. The patient will be treated with IV heparin. After the incisions were closed and doppler pulses were attained and the resident noticed the calf area was hardened. The physician assessed the area and decided that a possible hematoma or slight bleed could exist from the original 6f sheath that was inserted into the popliteal. He immediately decided to perform a four compartment fasciotomy to release any pressure that may exist in that area causing the hardening. The hardening subsided immediately post completion of the fasciotomy. The incisions were closed. The patient was not extubated and transported to ICU.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. Additional information has been requested. Should it become available a supplemental report will be submitted.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Event description:
Evaluation summary: the balloon material exhibited a circumferential tear between 52mm from the distal edge of the proximal balloon bond. The separated section of the balloon included the distal balloon bond and inner tip. The inner shaft (from the balloon chamber) exhibited both stretching and accordion folding. Only one marker bands was present. The length of balloon material received does not appear to be adequate for a 200mm balloon. While it was not possible to stretch the balloon material to its original (flat) texture due to the fragile nature at the tear sites, it appears that approximately 25mm of balloon material and one marker band were unaccounted for.evaluation summary: the balloon material exhibited a circumferential tear between 52mm from the distal edge of the proximal balloon bond. The separated section of the balloon included the distal balloon bond and inner tip. The section tore radially while trying to straighten some of the wrinkles. This tear was on the proximal edge of and irregular tear that was primarily longitudinal in orientation but was not linear like a typical pressured burst suggesting that the balloon material was caught on a tearing surface. The inner shaft (from the balloon chamber) exhibited both stretching and accordion folding. Only one marker band was present. The length of balloon material received does not appear to be adequate for a 200mm balloon. While it was not possible to stretch the balloon material to its original (flat) texture due to the fragile nature at the tear sites, it appears that approximately 25mm of balloon material and one marker band were unaccounted for.